Event description:
It was reported that the implantable cardioverter defibrillator (ICD) displayed a warning of "wireless telemetry no longer available with this device" when interrogating. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated an issue with wireless telemetry. Confirmed tel c disabled message on programmer. Concomitant medical products: 4568-45 lead, implanted (B)(6) 2004. (B)(4).